Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented to the hospital after receiving a vibratory alert, the device was found to be in backup vvi mode. A new firmware was successfully downloaded and normal function was restored. The patient was in good condition.